Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported ongoing adhesive issues with infusion sets over the past week, requiring more frequent replacements. The user replaced two sets that day due to "occlusion alerts" but found no visible bends. The agent confirmed the address and arranged to send replacement inset infusion sets. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.